Event description:
A trilogy 100 ventilator was returned to a third-party service center for service for evaluation of visible foam in the device there was no harm or injury reported. During the evaluation of the device at third-party service center, no visible foam particles were visualized in the device. However, critical service required alarms were found in the ventilator's downloaded error log. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
During evaluation of the device by a third-party service provider, replacement of the trilogy system printed circuit board to the liquid crystal display cable was completed. There is no other additional information available at this time. If additional information is received, a follow-up report will be filed.